Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump has had sudden power downs. It was also reported that the pump had been giving motor error alarms. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. Device received with motor error alarm during the basic occlusion test due to loose or flush drive support disk. Unable to perform the a21 error test, prime or a33 test, excessive no delivery test and occlusion test due to motor error alarm. Device received with normal operating current. Device passed off no power test. No unexpected battery power loss anomalies noted. Device received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place. (B)(4).